Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12417. It was reported the patient lost stimulation coverage in his established pain pattern and received unintended stimulation in his ribs. Images taken showed the leads had migrated. The patient underwent surgical intervention where the leads were repositioned and anchored on (B)(6) 2015. During ntra-operative testing, the patient reported receiving effective stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).